Manufacturer narrative:
The issue was investigated in detail. According to the provided information, the described issue was a singular occurrence at the concerned customer system and, therefore, not reproducible. Despite several requests and reminders, the requested information and data could no longer be provided. Based on the available information and data, the problem could not be investigated as the available log files did not cover the time of event. In general, the operator always has an option to stop all unintended system movements immediately by pressing the emergency stop button. Since no relevant data could be provided and no further issues are known from customer site, the complaint is closed without further measures.

Manufacturer narrative:
The reported issue was not reproducible. Siemens is conducting an investigation. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
Siemens became aware of an incident that occurred on the axiom luminos agile max unit. It was communicated that the digital imaging tower (dit) moved without given command on a single occasion. No additional information has been provided regarding this event. There are no injuries attributed to this case.